Event description:
The surgeon reported a system message displayed. The surgeon completed surgery using a manual technique. Three cases were postponed. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and did not find any problems. The company service rep observed reprocessing and re-use of accessories. Preventative maintenance was performed. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any additional related complaints for the system. (B) (4). (B) (4). (B) (4).